Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The 90% stenosed target lesion was severely tortuous and severely calcified. As the 2.75x28mm taxus element stent was advanced the device was unable to cross the lesion and the shaft was broken. The procedure was completed with another 2.75x28mm taxus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 230mm distal to the catheter's strain relief. Remainder of the shaft had minor kinks identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. The 90% stenosed target lesion was severely tortuous and severely calcified. As the 2.75x28mm taxus element stent was advanced the device was unable to cross the lesion and the shaft was broken. The procedure was completed with another 2.75x28mm taxus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).